Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the product code and lot number of the product involved?

Event description:
It was reported that a patient underwent an open reduction and internal fixation surgery on (B)(6) 2018 and suture was used. The suture was broken during use due to a comminuted fracture of the right patella. Changed new suture immediately. Additional information was requested.